Event description:
It was reported that the patient experienced infection at the infusion set insertion site with 5 infusion sets, beginning on (b)(6) 2026, and received medication from the HCP for the infection.

Manufacturer narrative:
MDR 3003442380-2026-55829 / Initial 4 of 5:Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.